Event description:
Pt had an 8 fr ng feeding tube in place since (B)(6) 2012, receiving continuous feeding of formula at 22 ml/hr through main lumen of the tube. The tube also has a side port through which oral/enteral medications are given. Pt received potassium supplement through side port, which was then capped close. Approximately 20 minutes later, it was noted that the side cap had popped open and 30 mls of medication/feeding/enteral secretions were lost on the bed.